Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found.

Event description:
It was reported that there was noise on the right ventricular (rv) lead. It was noted that it could be possible emi (electromagnetic interference) on the lead and device. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is in the same brand family to a device marketed in the u.s. Concomitant products: 6932 implantable tachy lead, implanted: (B)(6) 2001; 4054 competitor implantable pacing lead - implanted: (B)(6) 2001. (B)(4).